Manufacturer narrative:
(B)(4). Evaluation: baxter received one filled unit for evaluation with approximately 54ml of fluid in the reservoir. Visual inspection confirmed flow at the distal luer. A flow test was performed and the rate was found to be within specification. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event/therapy occurred from 11/12/2013 to 11/14/2013. The lot was manufactured from 08/16/2013 to 08/19/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused, leaving approximately half of its initial fill volume inside of the device at the end of the expected infusion time. This occurred during patient infusion of fluorouracil and 7ml of saline. There was no patient injury or medical intervention associated with this event. No additional information is available.